Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at 732.6mcg/day via an implantable infusion pump for an unknown indication for use. It was noted in the logs that a motor stall occurred on (B)(6) 2019 at 10:48am and recovered on (B)(6) 2019 at 12:09pm. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-jan-2020 and it was reported that the motor stall with the recovery on (B)(6) 2019 was due to an MRI.